Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for potential bleeding in the duodenum during a procedure performed on (B)(6) 2024. During the procedure, when the physician used the clip in the duodenum, the handle broke. They had difficulty releasing the clip off of the catheter. They attempted to open and close the handle which led the clip to being released. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.